Manufacturer narrative:
G3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor screen responding to touch commands, was not observed or duplicated (unconfirmed) when the unit was checked by depot services. The unit was operationally checked for several days; no issues with touchscreen operation were observed. The main pcb was replaced as a precaution. Per device service records, the main pcb was installed in the system monitor in jan 2010. The top left corner of the housing was chipped; there were no exposed internal parts and the damage was deemed minor. The housing was not replaced. The system monitor was functionally tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor (pn 101214) was built in mar2008. The packaged system monitor (pn 1286a) was placed into inventory on 29mar2008. The unit was shipped to the customer on (B)(6) 2008. The unit was last serviced on 06jul2015. The main pcba (sn: (B)(6) ) was installed in 08jan2010. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module), the heartmate ii lvas IFU (system monitor) and the heartmate 3 lvas IFU (system monitor). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not accepting commands. It appeared to be an issue with the touchscreen itself.